Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the surgeon¿s opinion as to the alleged relationship of the surgicel to the event? It was considered that the hematoma became hard massive state using a lot of absorbable hemostatic agent, and the distance between the sternum and the vertebral body was short as it was a funnel chest. Initial procedure date: no information. Was the excess surgicel removed? No information. Size of hematoma: no information. Patient pre-existing medical conditions: the patient was undergoing oral treatment with high blood pressure. The patient had been diagnosed as aortic annulus dilatation, aortic regurgitation, ascending aortic aneurysm and partial arch aortic aneurysm. Any product to return for analysis? No sample will be returned.

Event description:
It was reported in a journal article entitled: "a case of severe airway obstruction by mediastinal hematoma after bentall operation", ikuto otsuki, yoshiki masuda, masayuki akatsuka, jyoji fukada, kenichi nakabayashi, yukihiro kumeta, michiaki yamakage, 2018, volume 25, issue 5, pages 393-394: patient was a (B)(6) woman who was diagnosed with severe airway obstruction caused by mediastinal hematoma after the bentall procedure. During bentall procedure, the surgicel was used for the anastomosis in aortic root. Hematoma was confirmed near the dorsal side of the artificial blood vessel anastomosis by CT inspection thoracotomy for removal of hematoma was performed on postoperative day 4. The hematoma contained an absorbable hemostatic agent and it had become hard massive state. After removal of the hematoma, it was confirmed that the patient has recovered. Additional information has been requested.